Event description:
The surgeon performed a si joint fusion by placing three ifuse implants on (B)(6) 2011. A post-operative CT scan showed that the distal implant was short and was not impacted into the sacrum, and the most proximal implant needed to be 10 mm longer. On the same day, the surgeon performed a revision surgery to remove the proximal implant and replace it with an implant that was 10 mm longer. The distal implant was also removed and replaced with an implant that was 10 mm longer. Three months post-op, the pt stated that her pain is 85% better. She has returned to work running a day care center.

Manufacturer narrative:
The pt had no neurologic deficits in the lower extremities, no new complaints of numbness, tingling, weakness, or tingling in the lower extremities. The revision surgery was performed to optimize the position and length of the implants. Based upon the complaint info and investigation, as well as review of the surgeon training manual, the certificate of conformance and (B)(4), the most probable root cause is improper placement of the implant. Late reporting of this adverse is addressed under CAPA#(B)(4).